Event description:
It was reported that the patient had undergone a spinal cord stimulation (scs) trial with sacral lead placement. During the trial, the lead migrated which resulted in the lead bending and the patient losing stimulation. The lead also displayed high impedances in two contacts when the patient was in a seated position. This resulted in the lead not being used for the remainder of the scs trial. The patient then underwent a second scs trail.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Based on all available information, engineers concluded that the loss of stimulation and high impedances were caused by fractured spacers between contacts 4 and 5 of the lead. The x-ray revealed that 2 cables were completely broken at the proximal end of the lead. The fractured resulted in high impedances. The engineers assessed that the lead was exposed to excessive mechanical force which caused the fracture when the lead migrated thus the unintended use error caused or contributed to the event. A product labeling review identified that the lead was used per the instructions for use (IFU) product label. Additionally, lead migration is noted within the IFU as a potential risk associated with the use of the device.

Event description:
It was reported that the patient had undergone a spinal cord stimulation (scs) trial with sacral lead placement. During the trial, the lead migrated which resulted in the lead bending and the patient losing stimulation. The lead also displayed high impedances in two contacts when the patient was in a seated position. This resulted in the lead not being used for the remainder of the scs trial. The patient then underwent a second scs trail.